Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 300 mg/dl while using the ilet and planned to begin a supply change after the call, with troubleshooting and education completed. Investigation included telephone troubleshooting and user education. Further investigation of this case revealed no device malfunction identified based on available information. The user reported symptoms included thirst during the event of elevated blood glucose. Outcomes included no reported medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.